Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported the patient¿s proximal neck was angulated, extremely calcified and with a reverse taper of 4 mm. As it was reported the proximal neck was calcified, the decision was made to deploy the trunk-ipsilateral leg component more distally in an effort to open the contralateral gate distal to the calcium plaque. The contralateral gate was cannulated, and a contralateral leg component was placed with no issue. The trunk was reconstrained and moved proximally to the level of the renal arteries and deployed. Reportedly, due to the patient¿s anatomical constraints the trunk moved distally (~8 mm). Additional attempts to move the trunk more proximal proved unsuccessful. Intra-operative angiography identified a proximal type I endoleak. An aortic extender component was advanced to the level of the left renal artery and implanted for proximal extension on the trunk. Again intra-operative angiography showed distal movement (~1 cm) of the aortic extender and the proximal type I endoleak remained. The procedure concluded with no further issues being reported and the patient tolerated the procedure. The physician will continue to monitor the proximal type I endoleak. On (B)(6) 2014, follow-up imaging showed no visible endoleak or contrast in the aneurysm sac, therefore, an intervention will not be performed.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: pla230300/12667835.